Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to close due to an issue with the hard stop. A field service engineer (fse) replaced the half-height drawer in position 7 due to damaged hard stop screws and threads on half-height drawer 7.1, successfully assigned the new drawer, ran the final test using the hardware testing application which passed, and confirmed that the customer was able to successfully recover and use the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and would not close. Due to the drawer failure, all medications in the drawer were inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.